Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
A voluntary medwatch was received from site. The document was reviewed, and there is no new information to report. The medwatch is attached.

Manufacturer narrative:
There was difficulty when pushing the delivery system through the esheath due to the sheath kink. There was no difficulty inserting the esheath into the patient. The device was not returned for evaluation as it was discarded by the site. Patient screening imagery provided demonstrate tortuosity present in the patient¿s subclavian artery. A device history record (DHR) review did not reveal any manufacturing nonconformance that would have contributed to this event. A lot history review revealed no other similar complaints. Trending analysis revealed that the occurrence rate did not exceed the july 2019 control limit for the related trend categories. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. IFU for the edwards esheath introducer set, IFU for the commander delivery system, edwards commander procedural training manual, and subclavian/axillary access were reviewed for instruction/guidance on device preparation and usage. No IFU or training deficiencies were identified. The complaints of sheath liner torn and sheath kinked were unable to be confirmed due to unavailability of a returned device and procedural imagery. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed, and therefore the possibility of a manufacturing non-conformance contributed to the reported event could not be assessed. A review of the applicable DHR and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance contributed to the complaint. No IFU/training inadequacies were identified. Training manual states, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ tortuous vessels can create challenging pathways for the devices to be advanced through. Per the imagery provided, tortuosity was present in the patient¿s vasculature. It is possible that vessel tortuosity contributed to the reported sheath kinking. As a result, upon delivery system advancement through sheath, the subsequent force used to overcome the kinked sheath may have resulted in a liner tear. Available information suggests patient (tortuosity) and/or procedural (device manipulation as a result of delivery system insertion difficulty) factors most likely contributed to the liner torn, sheath kink. However, without the device returned for evaluation, a definitive root cause is unable to be determined. These patient and procedural factors may have also caused or contributed to the subclavian artery dissection found upon removal of the esheath. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.   Since no product non-conformance was identified, and the occurrence rate does not exceed the complaint respective trending control limit, a product risk assessment (pra) escalation is not required. In addition, no labeling or IFU/training inadequacies were identified and complaint history for the month of july 2019 did not reveal that the occurrence rate exceeded the control limit for this trend category. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), 16 fr. Esheath liner tore in left subclavian during insertion of the ultra valve and delivery system due to a kink in the sheath.  When the esheath was withdrawn from subclavian, the physician did an angiogram and noticed a dissection.  Angioplasty followed by deploying a self expanding stent was used successfully.  No surgical intervention/cutdown was needed nor was there any bleeding. The device is not available for return.